Event description:
It was reported that the system software was not starting up, which would prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software needs to be installed. The reported issue is currently under investigation.